Manufacturer narrative:
Troubleshooting was performed on (B)(4) which included multiple part replacements, software upgrade, millipore water system service and the performance of precision and carryover studies. No additional erratic magnesium results were observed after the field repair no adverse or non-statistical instrument trends in conjunction with discrepant magnesium results were documented in the fourth quarter 2012 product improvement team (pit) clinical chemistry. The architect system operations manual provides adequate information on specimen collection, and limitations of results interpretation. Clinical chemistry magnesium reagent package insert describes suitable specimens, results, and limitations of the procedure. Customer letter also provides pre-analytical and system guidance to reduce inaccurate results. Based on the evaluation results, no malfunction or product deficiency were identified to be related to this issue.

Event description:
The customer stated that one patient sample generated discrepant results for the mg assay. A result of 7.7 mg/dl was repeated at 2.2 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.